Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the circuit breaker was turned off when the heart lung console was powered on. The device was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.